Event description:
This literature case was reported by a physician and describes the occurrence of device breakage ("tubal microinsert fragmentation, bilateral pelvic device fragments") and pelvic pain ("persistent pelvic pain") in a 42 year-old female patient who had essure inserted. Literature reference: leon m.g.; hui m.; mohr-sasson a.; gutierrez j.f.. 10403 laparoscopic removal of essure fragments seven years after vaginal hysterectomy. Journal of minimally invasive gynecology (2023) 30:11 supplement (s120-s121), 52. 2023; 30(11): s121 , abstr 10403 product or product use issues identified: contraceptive device removal incomplete ("bilateral pelvic device fragments 7 years after hysterectomy with salpingectomy"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of essure fragments and vaginal hysterectomy - bilateral salpingectomy 7 years ago, laparoscopic removal of fragments). At the time of the report, the device breakage had resolved. The reporter considered device breakage and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (date unknown): bilateral pelvic device fragments [computerised tomogram] (date unknown): bilateral pelvic device fragments [laparoscopy] (date unknown): bilateral essure fragments were removed [x-ray] (date unknown): intraoperative: no remaining fragments literature abstract case of a 42-year-old patient who underwent vaginal hysterectomy and bilateral salpingectomy for essure removal 7 years before presentation. She had persistent symptoms (pelvic pain) and imaging suggested bilateral pelvic device fragments (abdominal xray and computed tomography). Successful laparoscopic removal of bilateral essure fragments was performed. Authors conclude that essure en-bloc removal is recommended as fragmentation of the device may lead to persistent symptoms. Laparoscopic removal of fragments is possible after imaging studies for surgical mapping. The use of intraoperative fluoroscopy is recommended to guarantee complete device removal. Limitations: case report (video) presented in a congress abstract. Unclear whether pelvic pain was the reason for device removal. Outcome of pelvic pain after removal of device fragments was not reported. As per IFU, the essure procedure should be considered irreversible. "For all surgical removal procedures, care should be taken to avoid transecting the insert during removal. If the entire insert has not been removed, intra-operative imaging to localize the remaining fragments should be performed and the fragments should be removed, if indicated." Several studies show that not all signs/symptoms are resolved after essure removal. All materials used in essure are well characterized with a long history of clinical use in approved and marketed long-term implantable medical devices. No new safety concern. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This literature case was reported by a physician and describes the occurrence of device breakage ("tubal microinsert fragmentation, bilateral pelvic device fragments") and pelvic pain ("persistent pelvic pain") in a 42 year-old female patient who had essure inserted. Literature reference: leon m.g.; hui m.; mohr-sasson a.; gutierrez j.f.. 10403 laparoscopic removal of essure fragments seven years after vaginal hysterectomy. Journal of minimally invasive gynecology (2023) 30:11 supplement (s120-s121), 52. 2023; 30(11): s121 , abstr (B)(4). Product or product use issues identified: contraceptive device removal incomplete ("bilateral pelvic device fragments 7 years after hysterectomy with salpingectomy"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of essure fragments and vaginal hysterectomy - bilateral salpingectomy 7 years ago, laparoscopic removal of fragments). At the time of the report, the device breakage had resolved. The reporter considered device breakage and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (date unknown): bilateral pelvic device fragments [computerised tomogram] (date unknown): bilateral pelvic device fragments [laparoscopy] (date unknown): bilateral essure fragments were removed [x-ray] (date unknown): intraoperative: no remaining fragments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Literature abstract: case of a 42-year-old patient who underwent vaginal hysterectomy and bilateral salpingectomy for essure removal 7 years before presentation. She had persistent symptoms (pelvic pain) and imaging suggested bilateral pelvic device fragments (abdominal xray and computed tomography). Successful laparoscopic removal of bilateral essure fragments was performed. Authors conclude that essure en-bloc removal is recommended as fragmentation of the device may lead to persistent symptoms. Laparoscopic removal of fragments is possible after imaging studies for surgical mapping. The use of intraoperative fluoroscopy is recommended to guarantee complete device removal. Limitations: case report (video) presented in a congress abstract. Unclear whether pelvic pain was the reason for device removal. Outcome of pelvic pain after removal of device fragments was not reported. As per IFU, the essure procedure should be considered irreversible. "For all surgical removal procedures, care should be taken to avoid transecting the insert during removal. If the entire insert has not been removed, intra-operative imaging to localize the remaining fragments should be performed and the fragments should be removed, if indicated." Several studies show that not all signs/symptoms are resolved after essure removal. All materials used in essure are well characterized with a long history of clinical use in approved and marketed long-term implantable medical devices. No new safety concern. The most recent follow-up information incorporated above includes data received on: 27-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.